Event description:
Customer reportedly received results of 57 mg/dl and 140 mg/dl within 10 minutes on the same device. Customer dosed himself with insulin based on the reading of 140 mg/dl. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.